Event description:
Event description guidant received information that increased threshold values and a loss of capture were observed on this ventricular implantable lead. Additionally, the pacemaker was initially unable to be interrogated during a follow-up visit.

Event description:
Boston scientific, formerly guidant received information that increased threshold values and a loss of capture were observed on this ventricular implantable lead. Additionally, the pacemaker was initially unable to be interrogated during a follow-up visit.

Manufacturer narrative:
The device was successfully interrogated after the first unsuccessful attempt. It was then determined that the pacemaker had been inappropriately programmed; the physician inadvertently misread the patient's threshold values in the ventricle. The device output was then not programmed high enough to allow for an appropriate safety margin for the patient's threshold values. After this was determined to be the issue, the device output was reprogrammed and capture was obtained. No additional information is available at this time. If additional information becomes available, the event will be reopened. The device was explanted over six years later for normal battery depletion and was returned for testing. This product issue will be updated when device evaluation is complete.